Event description:
Pt was undergoing a litholapaxy; after stone in the bladder was crushed, the lithotrite shaft rotated causing an inability to realign and remove it. It then became necessary to perform an open procedure. The surgeon had checked the instrument before the litholapaxy began and did not tighten the screw.